Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 14 mg/dl. The customer stated that the insulin pump failed to go into a threshold suspend. The customer was assisted with reprogramming the proper identification on the transmitter to their insulin pump. No further information was given about the hospitalization. No further assistance needed.